Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the svg with, no tortuosity, no calcification, and 90% stenosis. The lesion was dilated with another company's balloon and it ruptured. Another of the same balloon was used, but it ruptured as well. Then, a 3.5 x 20 mm nc voyager was dilated to 20 atm; however, when the nc voyager balloon catheter was inflated for the third time, at 6 atm, the balloon ruptured. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - the pt anatomy was described as 90% stenosed, which could have contributed to balloon damage. The IFU states balloon pressure should not exceed the rated burst pressure (rbp). Case details describe that the nc voyager was dilated to 20 atm (rbp is 18), which could have contributed to the balloon rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the cause of the reported discrepancy.